Event description:
It was reported to boston scientific corporation on october 2, 2006, that a radial jaw 4 single use biopsy forceps jumbo device was used during an egd (esophagogastroduodenoscopy) procedure (patient age, gender and weight are unknown). According to the complainant, device may have caused micro-perforation. The patient complained of chest pain. Procedure completed with same radial jaw 4 single use biopsy forceps jumbo device. The patient's condition at the conclusion of the procedure was reported to be "stable." A followup with the site indicated that the device did not malfunction and that patient pain subsided with time and rest.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.